Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported (B)(6) results reported to the physician in association with the chromid mrsa agar ((B)(4), lot 1004036590, expiry 13aug15). The patient strains produced (B)(6) organisms. The laboratory performed confirmatory tests of oxa and cefoxitin; the strains were oxa susceptible and the cefoxitin screening was negative. After 48 hours, the laboratory informed the physician the strains are not (b)(6 storage and use are performed in accordance with product specifications. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux requested patient isolates from the customer for internal investigation.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The investigation tested the isolate strain submitted by the customer against retained samples of the customer lot of chromid tm mrsa agar. The customer result could not be duplicated; the chromid tm mrsa agar remained negative (no growth or non-specific growth) after 24 and 48 hours of incubation. Root cause of the behavior observed by the customer cannot be determined. As described in the method limitation contained in the package insert, certain mec a negative strains occasionally produced characteristic green colonies on chromid tm mrsa agar. The chromid tm mrsa agar is very sensitive to temperature and exposure to light, any deviation from storage requirements prior to use at the customer facility could result in the issue observed by the customer.